Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure (laryngoscopy), the video system did not have image due to a loose contact in video connector. However, it was noted when pressure was applied to the connector image comes for a while and vanishes when pressure is lessened or released. The intended procedure was completed by applying pressure to the connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. During evaluation, deformation of lamp entry and output ports, corrosion on chassis, minor rust on rear panel, and scratches on top cover and front panel were identified. However, per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was observed that there was an intermittent image and noise generation due to the faulty receptacle unit. However, the definitive root cause of the faulty receptacle unit could not be determined. Olympus will continue to monitor field performance for this device.